Event description:
On (B)(6) 2012, the reporter called animas and alleged that all keypad buttons have not been responding as usual for the last couple of weeks. The reporter has to press harder and several times to get a response. The reporter states this issue is intermittent, that the pump does not get wet, is worn in a pocket, and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: contamination under contrast/up key contacts. Investigation revealed the keypads to be intact. All keys were rested and were responsive. The keypad was removed to check for contamination, which was found under the contrast and up key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.